Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that the bag to vent switch was hard to move from bag to vent mode. There was no report of patient involvement.